Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported their unit is defective and is moving around in their back. Patient stated the unit has come loose and they need to schedule surgery to get it put back in place. Patient was trying to find out who their representative was in contact with. Agent reviewed with the patient that they do not have an assigned representative and that they would need to contact their managing healthcare provider. The patient was redirected to their health care provider to further address the issue. No symptoms were reported.